Manufacturer narrative:
Pt info was not available at time of the report. The system was evaluated at the site. The pt exams were removed from the system and the reported issue was not able to be duplicated by medtronic personnel. The system was fully functional.

Event description:
A medtronic rep reported that the surgeon noticed inaccuracies in a cranial case. The surgeon completed the surgery using navigation and mentioned the burr hole placement being off from where the tumor was located. There was no impact on the pt outcome.